Event description:
It was reported by repair work order that the customer alleged that the patient left load wheel horn was broken. Upon inspection of the unit by the service technician, it was identified that the patient left head section load wheel mount casting was broken at load wheel horn bolt holes.